Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed to charge and boot. Functional testing was performed and the test failed. Data could not be retreived. The device was opened for an interior visual inspection and failed as a defective battery chip was discovered. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective battery.